Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 5. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2025 which led to high blood glucose level of unknown value. The patient faced this issue with 5 sets. The issue occurred by the second day of use of the infusion sets. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6013328 in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6013328 was manufactured according to the work instruction (wi) version 77 and manufactured in the machine line 05 on 18/may/2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 5d01202 was manufactured according to thework instruction (wi) version 68 and manufactured in the machine sc09 on 17/may/2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 5a00889 was manufactured according to the work instruction (wi) version 66 and manufactured in the machine sc02 on 12/jan/2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 5e00703 was manufactured according to the work instruction (wi) version 68 and manufactured in the machine sc02 on 15/may/2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4k03115 was manufactured according to the work instruction (wi) version 08 and manufactured in the machine itl01 on 24/nov/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.